Event description:
The patient called lifescan (lfs) in 9/2005 and alleged that their meter "was not working". They could not provide any specific info about the problem. The pt stated that their meter was working intermittently. Ten days earlier, they were taken to the hosp with a headache. They were unable to obtain a result on their meter. Their blood glucose was tested and the result was 1000 mg/dl. They were treated with 50 units of 70/30 insulin. They were released from the hosp 4 days later. Prior to going to the hosp, they took their own insulin. It is not known how long the pt was unable to test on their meter prior to the event, what if any medications that the pt was taking, and if any adjustments were made to their medications. The lfs customer service rep performed troubleshooting with the pt and the issue was not resolved.